Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that increased capture threshold and varying sensing was noted. The lead was explanted and replaced. The patient's condition is fine after the event.